Manufacturer narrative:
During testing at the manufacturer, the technician was able to confirm the hole in the hose.

Event description:
It was reported that during a surgical procedure at the user facility, there was a hole in the hose which passes air and lubricant. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility there was a hole in the hose which passes air and lubricant. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.